Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 340-420mg/dl. Reportedly, the cause is customer is disconnecting at luer lock instead of the site. Tandem technical support educated customer that disconnecting at luer lock may cause air gaps in tubing and lead to high bg. Tandem technical support could not confirm air bubbles as the elevated bg occurred in the past. A correction bolus was delivered to address bg. The customer was instructed to consult with healthcare provider regarding bg level.